Event description:
It was reported that after a right internal/common carotid stenting procedure on (B)(6) 2007 using the xact stent, the patient experienced a right-sided stroke. The patient was hospitalized and treated with medication. The date and cause of the stroke was not provided. Patient status was not specified. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4). The device had not been returned. A review of the lot history record is pending and a follow-up report will be submitted with relevant information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a physician trained in the use of the device successfully performed pre-closure placement of the prostar xl sutures in bilateral arteriotomy sites prior to an interventional procedure. Reportedly, "at the end of the long 4.5 hour procedure, the hole could not be closed with the sutures." It was believed that the entry hole was wide, as multiple sheath exchanges had opened the original hole. A vascular surgeon did a cut down and sutured the hole to achieve haemostasis." Reportedly, during arteriotomy closure of the contralateral vessel, after deploying the suture, as the knot was advanced on the green suture, resistance was felt, the rail part of the suture was pulled, and the suture snapped. The physician did not use the advancer but he was using his hands when this happened. The surgeon had to do a cut down and sutured the hole to achieve haemostasis. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The reported patient effect, stroke, is listed as a potential adverse event in the product instruction for use. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Additional information received stated that the stroke was reported in error and had actually occurred prior to the index stenting procedure.